Event description:
As reported by the customer: "when inserting the short titanium gamma nail, it was impossible to lock it in place statically due to friction on the nail; therefore, it had to be locked dynamically, resulting in a high risk of the distal screw breaking when the patient put weight on her leg. On the same nail, the slide for inserting the cephalic screw locking screw became misaligned leading to slippage when aiming. The screw ended up in the patient's buttock and could not be removed. A second prosthesis was opened and presented the same problem." Update february 26, 2026 was the procedure completed successfully? Yes, but the nail was stabilized distally in a dynamic position. The patient reports postoperative pain at the screw site. Was the procedure delayed? Yes: 10 minutes of additional operating time.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.